Event description:
This implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical service confirmed the data analysis showed the battery appeared to be depleting more quickly than expected and recommended the device to be replaced. Subsequently, surgical intervention was performed to explant and replace device. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
(B)(4).

Event description:
This implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical service confirmed the data analysis showed the battery appeared to be depleting more quickly than expected. Subsequently, surgical intervention was performed to explant and replace device. No adverse patient effects were reported.